Manufacturer narrative:
The recipient was prescribed another round of clindamycin on (B)(6) 2023. The recipient was seen on (B)(6) 2024 by an ent (ear, nose, and throat) doctor, who noted the site looked better, but not completely healed. The recipient is no longer on antibiotics and will continue to be monitored. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has healed. The recipient was successfully activated. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an infection after the implant surgery. The recipient was using over the counter ointments for wound healing. The recipient was instructed to stop use and was prescribed bactrim.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.